Event description:
It was reported by the rep the device was used during a cystectomy. It was reported the mcl20 devices were used for the cystectomy case. Six guns were pulled. No clips held. The surgeon had to use mcs20 devices to ensure clip security. There was no consequence to the patient.